Event description:
The facility stated that the surgeon implanted a aa4204vl plate silicone lens. The lens trailing haptic tore off during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. It was unknown what caused the trailing haptic to tear. The injector model msi-tr and the cartridge model mtc60c fp, lot numbers were not specified by the facility.